Manufacturer narrative:
Date of event: estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 3-4. Two clips were implanted, reducing mr to 1-2. Three months later (date not specified), a follow up echocardiogram was performed, which found that one of the clips detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 4. On (B)(6) 2020, a second mitraclip procedure was performed. One clip was implanted stabilizing the slda clip and reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It could not be confirmed which of the two clips experienced the single leaflet device attachment/slda; therefore, a lot history record review was performed for both clips. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint histories identified no similar complaints reported from the two lots. The reported patient effect of recurrent mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information provided the reported recurrent mitral regurgitation and dyspnea are the result of the slda. The reported slda is the result of the patient¿s friable leaflets. There is no indication of a product issue with respect to manufacture, design, or labeling. The expiration date and date of manufacture are reported as unknown, because it could not be confirmed which of two clips experienced the slda; therefore, the information is reported as follows: part / lot: cds0602-xtr/00108u141 date of manufacture: 01/08/2020 expiration date: 01/07/2021. Part / lot: cds0602-xtr/00117u157 date of manufacture: 01/17/2020 expiration date: 01/16/2021na.

Event description:
Subsequent to the initially filed report, the following information was received: three months after the procedure (date unknown), the patient returned for a follow up visit. The patient presented with dyspnea.